Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an upper left lobectomy, during resection of fissure, all reloads used had many malformed staples that were exposed. They removed the staples and manually sutured over staple line.